Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), product return and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump oil, oil mist filter, catalytic converter and adapter converter were not returned for functional evaluation. The assignable cause of the odor/smells issue is the vacuum pump oil, oil mist filter, catalytic converter and adapter converter. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. A planned maintenance 2 was performed to resolve the odor/smells issue. Unit meets specifications and was returned to service on 1/5/2017. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of an odor emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.